Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Frayed wires were reported on the antenna cable of the hospital system. The unit was replaced and there were no adverse consequences reported by the user.

Manufacturer narrative:
One cardiomems¿ hospital system with antenna and power cord were received for evaluation. Visual inspection verified the antenna cable was frayed with exposed cable. The diagnostic test was performed on the hospital system with a standard antenna and no issue was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.